Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced cardiac arrythmias. The patient was defibrillated, and was transfused amiodrone. The patient was successfully weaned from the pump and survived.